Event description:
It was reported that during procedure the coil (subject device) didn't detach originally even after seven attempts using an inzone detachment system, but finally the coil (subject device) detached inside the catheter. The anatomical location were the issue occurred was acom ¿anterior communicating artery¿. The physician replaced it with a new coil and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent, the coil delivery wire was found to be broken/fractured, the main coil was found to be stretched, the suture was found to be intact, and the main coil was found to be attached. A functional test was unable to perform as the coil delivery wire was found to be broken/fractured. The reported complaint was not confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on damage noted to the device during the analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis and the coil delivery wire was noted to be kinked/bent and was broken. The main coil was returned attached and could not be detached during analysis due to the broken delivery wire. The main coil was stretched. It is probable that the delivery wire was kinked and broken as a result of handling of the device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the reported ¿main coil failed/unable to detach¿ and the analyzed ¿coil delivery wire kinked/ bent¿ and 'coil delivery wire broken/fractured during use¿. The as reported ¿main coil detached prematurely during use¿ was not confirmed during analysis as the coil was returned attached, therefore ¿main coil detached prematurely during use¿ will be assigned not confirmed. The as analyzed 'main coil stretched¿ will be assigned procedural factors as this issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure the coil (subject device) didn't detach originally even after seven attempts using an inzone detachment system, but finally the coil (subject device) detached inside the catheter. The anatomical location were the issue occurred was acom ¿anterior communicating artery¿. The physician replaced it with a new coil and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
Catalog number/lot number - updated. Product available to stryker ¿ updated. Returned to manufacturer on ¿updated.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the coil (subject device) didn't detach originally even after seven attempts using an inzone detachment system, but finally the coil (subject device) detached inside the catheter. The anatomical location were the issue occurred was acom ¿anterior communicating artery¿. The physician replaced it with a new coil and continued the procedure without any clinical consequences to the patient.